Event description:
On 06/23/1998, the facility's or buyer informed the MFR's. Sales representative of the following: the physician claimed that the catheter "blew out" upon flushing. The catheter was scheduled to be returned to the MFR. For analysis. No further details were provided at this time.